Event description:
The customer reported the button's balloon deflates quickly. It is as if the plastic of the balloon disintegrates, so the button falls. The patient must return several times for reinstallation and an endoscopic examination which otherwise would not be necessary. This has happened several times to different patients.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. However, the reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.